Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken display and one led on the battery power gauge not working was confirmed. Visual inspection of the returned system controller, serial number (B)(6) revealed two areas where a small mechanical damage to the top housing was observed. The system controller was connected to a test power module and when a self test was executed, it was confirmed that the battery gauge segment 1 led was off and there was a single vertical line on the lcd screen. The system controller was disassembled and visual inspection of the main pcb (printed circuit board) revealed the inductor l27 was broken off the solder joints. Further evaluation isolated the vertical line to a damaged lcd screen. The inductor was resoldered and the screen was replaced with a known good screen. The controller was reassembled and connected to the test power module. The self-test was executed again, and all leds (including the battery gauge segment 1 led) were active and there were no lines on the screen. The investigation was unable to conclusively determined how the inductor and the screen were damaged. The observed damage did not affect the controller's ability to operate a test pump during analysis. The device history records were reviewed, and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, rev g cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had a broken display and not lighting one green light (battery capacity indicator) of the primary controller. The controller was removed from use and was to be returned.